Manufacturer narrative:
Analysis was performed by remote service personnel which included trouble shooting with the customer biomed who performed verification testing. The results of the analysis indicate that biomed had been using a simulator which showed accuracy within a +/-3 range, but 50% of the time the readings were inaccurate. Biomed was advised that philips does not recommend this method to test because the vs30 uses the oscillometric method which is different from the auscultatory method. The device was re-tested using the test method found in the service guide and was confirmed to be within 0.2 accuracy. The device was confirmed to be functioning normally. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was use of unapproved methods for verification. The issue was resolved by providing the staff with information regarding the recommended method of testing/verification. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an earlyvue vs30 indicating that the non-invasive blood pressure was reported to be inaccurate by the nursing staff when compared to the traditional testing method with a sphygmomanometer.